Event description:
It was reported that when a device was used during a laparoscopic hernia repair, the seal tore off and was retrieved. Case was completed with same device. There were no consequences to the patient.